Manufacturer narrative:
Cause of the lead fracture is unkown and limited information is available to nalu for investigation. Explanted components were discarded by the facility and not available for investigation by nalu. Patient expressed frustration with the physician's staff and for that reason chose to explant the system.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2022. After activation of the system the patient reported loss of pain relief on the medial side. Fracture of the implanted lead was confirmed. Patient chose to remove the entire system as opposed to replacing the fractured lead due to frustration with the physician office staff. Explant was performed on (B)(6) 2022.